Event description:
Door gas strut problem inspected unit found the door strut bad making door heavy to lift and not staying up. Replaced parts tested on service. This equipment was voluntarily tagged out for service by the customer and not used with patients; it is unlikely there was any potential for injury.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo (B)(4). Additional information will be provided upon conclusion of the manufacturer¿s investigation.